Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017- above rate of burst pressure. The delivery system was discarded and the stent remains in patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal left anterior descending coronary artery. A 3.50 x 19 mm rx graftmaster covered stent was deployed at 19 atmospheres, however, poor wall apposition was noted and the perforation failed to completely seal. The patient was transferred to another facility for continued unspecified management. The final patient outcome was unknown. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the exceeded rated burst pressure contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal and wall apposition. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. MFR site: contact name.